Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. C95070) for female sterilisation. The patient had a medical history of menorrhagia, fibroids, surgery (cytopath cerv/vag interpret tonsillectomy and adenoidectomy drain pilonidal cyst simpl fracture surgery right ring orif hysteroscpy tubal occlusion w/implnt fl hysterosalpingogram), heavy menstrual bleeding, abdominal bloating, uterine fibroid, insomnia, anxiety and gerd. Previously administered products included: bupropion hcl, omeprazole and alprazolam. The patient had a family history of thyroid disorder and bipolar disorder. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 756 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (single site robotic assist total hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: fl hysterosalpingogram. Clinical indication: follow up to essure procedure. Findings: fluoroscopy and 4 images were obtained for monitoring during hysterosalpingogram. Initial image shows a catheter at the uterine cavity. Bilateral essure devices are noted. There is subsequent opacification of a normal appearing uterine cavity. There is no extension of contrast material into the fallopian tubes and no free intraperitoneal spill of contrast material on either side. On final image there is no evidence of complication. [Ultrasound scan] on (B)(6) 2017: pelvic pain on front left side with back pain that wraps around hip towards front. Ultra sound on (B)(6) 2017. Fibroid found; on (B)(6) 2017: a pelvic mass consistent with probable uterine fibroid measuring 7-8 cm in diameter. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-jan-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted (lot no. C95070) for female sterilisation. The patient had a medical history of menorrhagia, fibroids, surgery (cytopath cerv/vag interpret, tonsillectomy and adenoidectomy, drain pilonidal cyst simpl, fracture surgery right ring orif, hysteroscpy tubal occlusion with implant, fl hysterosalpingogram), heavy menstrual bleeding, abdominal bloating, uterine fibroid, insomnia, anxiety and gerd. Previously administered products included: bupropion hcl, omeprazole and alprazolam. The patient had a family history of thyroid disorder and bipolar disorder. On (B)(6) 2015, the patient had essure inserted. On 06-feb-2017, 756 days after essure insertion, she underwent medical device removal (seriousness criteria medically important and intervention required). Essure was removed the same day. The patient was treated with surgery (single site robotic assist total hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: fl hysterosalpingogram. Clinical indication: follow up to essure procedure. Findings: fluoroscopy and 4 images were obtained for monitoring during hysterosalpingogram. Initial image shows a catheter at the uterine cavity. Bilateral essure devices are noted. There is subsequent opacification of a normal appearing uterine cavity. There is no extension of contrast material into the fallopian tubes and no free intraperitoneal spill of contrast material on either side. On final image there is no evidence of complication. [Ultrasound scan] on (B)(6) 2017: pelvic pain on front left side with back pain that wraps around hip towards front. - ultra sound on (B)(6) 2017. Fibroid found; on (B)(6) 2017: a pelvic mass consistent with probable uterine fibroid measuring 7-8 cm in diameter. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.